Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. After cleaning the helix, it was able to be extended and retracted. Specification measurement and electrical testing were normal with no anomalies found.